Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short and scorch marks present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cyclers screen went blank during treatment complete - step 9 remove cassette. Patient pressed ok, stop, and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient involvement or adverse event indicated. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.